Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up, down and ok buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/30/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the initial complaint was unable to be duplicated or confirmed. The pump was returned with no visible damage to the keypad. During testing, all of the keypad buttons were fully responsive. The keypad cover was removed and no contamination was found under any of the keypad button contacts. Unrelated to the initial complaint, the battery compartment was cracked and the display screen was dim and discolored.